Event description:
The customer states that results from the architect c8000 iron assay do not correlate with pts' clinical conditions and are being questioned by physicians. Also, the c8000 results do not correlate with another MFR's method. Patient #1 generated an architect c8000 iron results of 1.77 umol/l that retested at 11.94 umol/l by the other MFR's method. Controls have remained within specs. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.